Event description:
There was one ring visible after implantation and no rings were visible after trimming.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo is attached to the parent file and has been reviewed by the investigation site. The photo shows a vile labeled with the parent complaint number. Details of the contents of the vile cannot be seen from the photo. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One trimmed piece of a company stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed; the proximal collar was returned with one retention ring and a jagged cut behind the retention ring. The sample was also found to be non-conforming with surgical debris observed on the portion of the stent that was provided. Dimensional testing could not be performed due to the insufficient length of the stent returned. A photo is attached to the parent file and has been reviewed by the investigation site. The photo shows a vile labeled with the parent complaint number. Details of the contents of the vile cannot be seen from the photo. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the glaucoma shunt implant, the patient found to have decreased endothelial cells additional information received and stated that, the patient was hospitalized as a result of the event. Shortening of device stent was required and performed. Per the surgeon¿s opinion device was contribute to the event. Post operative intraocular pressure (iop) was decreased.